Event description:
Pt seen in neurosurgery clinic for a f/u visit. Pt arrived wearing a halo. One of the posterior halo pins was found to be loose at this time. Faculty used a pmt halo torque driver to tighten the pin to 8 lbs, which is standard procedure. The area around the pin was cleaned with peroxide and saline using a sterile applicator. The pt was dismissed with f/u instructions in good condition. The pt was seen and admitted though the ec on the following day because the pin had gone through the skull and entered the brain.